Event description:
It was reported to physio-control that the customer¿s device did not complete its boot cycle after power on. A few beeps were heard and the device's display went blank. There was no patient use associated with the reported event.

Manufacturer narrative:
The initial medwatch report should indicate: (B)(6) 2015.

Manufacturer narrative:
Physio-control evaluated the removed system pcb and user interface pcb assemblies. Physio-control determined that the cause of the reported issue was due to an integrated circuit (ic) chip, designator u2 on the user interface pcb assembly, that caused the device to lock-up with a white screen on boot-up.

Manufacturer narrative:
The third-party service agent replaced the user interface pcb and system controller pcb assemblies. Proper device operation was then observed through functional and performance testing. Following repair, the device was returned to the customer for use.

Manufacturer narrative:
A third-party service agent evaluated the device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.